Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the emergency room in backup vvi. The patient received inappropriate high voltage shocks. A device image revealed excessive battery charge. The download was successful. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4). No conclusion code available. The reported backup vvi was confirmed in the laboratory via review of the device image. The device was tested on the bench and no anomaly was found. The cause of the backup vvi was excessive hv charging.